Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01680. It was reported the patient experienced lead migration (confirmed via x-rays). As a result the patient was receiving ineffective stimulation as well as unintended stimulation in their ribs. Imaging revealed the lead migrated to t6. Reprogramming was unsuccessful. Surgical intervention is pending.

Event description:
Device 1 of 2 : reference MFR. Report# 3006705815-2018-01680. Additional information received identified the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively.